Event description:
A leak from the anastomosis was reported in pt who had a laparoscopic left colon resection in 2009, due to perforated diverticulitis. Reanastomosis was accomplished with the car27, 25 cm from the anal verge.

Manufacturer narrative:
No corrective or remedial actons were taken due to the following: the ring was not returned to the MFR for evaluation and the production history files which were reviewed indicated that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is considered to be an anticipated event with anastomotic devices. Particularly in this case the medical condition of the pt, who is an immunodeficiency pt, and/or the medications taken may have further contributed to adverse wound healing. It should be noted that during the surgery, the surgeon reported that the bowel was quite soft and pliable. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.